Event description:
It was reported that the device could not be turned on, and the debris shield burst. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the console started normally. The power cord, isolation transformer and circuit breaker were checked, and the power plug and the f8 and f9 bases on the ac control board were handled. The console was tested multiple times, and it was functioning as expected. The reported allegation could not be confirmed. Based on fse evaluation, no problem was detected.